Manufacturer narrative:
Upon further evaluation, service found the instrument channel had excessive scrape marks inside the channel, causing a leak. In addition, a stain was observed in the instrument channel. Switches #1 and #3 had cuts. The angulation was low, the control knob had play with tension in the up/down directions. Dents were observed on the distal end plastic cover. The light guide lens was cracked. The insertion tube boot was torn. The scope connector demonstrated fluid ingress but was dry. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A nurse at the user facility reported that when the subject device was being cleaned/reprocessed, a piece of metal (foreign material) fell from one of the channels. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a piece of metal that fell from one of the channels during reprocessing - however, the type of material could not be further identified. As it was unknown if there was any deviation from the instructions for use (IFU), a further cause of the suggested phenomenon could not be presumed. As a preventive measure, it is suggested that the user facility review the handling method of the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.